Manufacturer narrative:
Date of report: 06jun2019. Date rec'd by MFR: 05jun2019. A central processing unit (cpu) board s/n (B)(4) was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the cpu board revealed no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. Operational testing was performed and the test ventilator did boot up and deliver breaths and no errors were generating while cycling the power on and off. It was noted that there were one instance of ¿ventilator restarted¿ and noted on 11/29/2018 which was preceded immediately by error code (user interface failed).the unit was ran for 64.5 hours and no errors were observed during the runtime. The failure was not replicated, no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. No phone number provided. The manufacturer's field service engineer (fse) cycled powered the unit on/off numerous times, but was not able to duplicate the reported problem. The manufacturer¿s field service engineer (fse) replaced the cpu (central processing unit) as a preventative measure. The unit successfully passed the required performance verification test.

Event description:
The customer reported while they were setting up the unit for use, the unit shuts off and came back on. Ventilator restarted due to anomalies detected during operation. (E/c 1101, 3007) the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.